Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient developed skin irritation under the rear therapy electrode pads. The patient consulted her physician who recommended that she buy cream. Follow-up indicated that the patient the patient that she used a cream and that the irritation was almost gone.